Event description:
Additional clarification requested and received stating that there was no issue reported with company sterile intraocular irrigating solution. It had to be previously submitted as, the causal relationship with lens was unknown.

Manufacturer narrative:
Correction information has been provided in b.5. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, endophthalmitis occurred after surgery. Intraocular lens (iol) washout was performed. The sample was not available as it still remains in the patient eye. Additional information has been requested and received stating that, from (B)(6) 2025 the day of implantation the patient was on ongoing steroids and antibiotics treatment. On (B)(6) 2025, the patient felt difficulty in seeing and no pain was noted. On (B)(6) 2025, the patient visited the clinic, intraocular pressure (iop) rise was noted as 28mmhg, and inflammation findings were noted to be corneal edema, fibrin/hypopyon. As per physician clinical evaluation the patient was diagnosed with non-serious endophthalmitis, and it was unknown if it was infectious/non-infectious. Microbiology anterior aqueous solution specimen result was negative. On same day anterior chamber washing was performed by physician. Causal relationship with company sterile intraocular irrigating solution was unknown and with no iol defects. Outcome was noted to be recovered.